Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump act button was not responding. The customer¿s blood glucose level was over 600 mg/dl. Customer's other blood glucose was 140 mg/dl, 500 mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer stated that cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive buttons due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.